Manufacturer narrative:
Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: jun 01, 2018, expiration date: may 01, 2028, part number: 04.038.290s, tfna helical blade 90mm -sterile, lot number: h643752 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet (B)(4) met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn (B)(4) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: 19-jan-2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a revision surgery on (B)(6) 2021 due to removal of tfna implants and bha procedure. It was unknown the revision surgery was completed successfully without delay. The patient outcome was unknown. The patient had original surgery for orif for the femoral trochanteric fracture. Concomitant devices reported: lockscr ø5 l36 f/nails tan (part# 04.005.526s, lot# 7l31679, quantity# 1); tfna fem nail ø12 125° l170 timo15 (part# 04.037.212s, lot# 7973994, quantity# 1); tfna end cap extends. 0 tan (part# 04.038.000s, lot# 63p1609, quantity# 1). This complaint involves four (4) devices. This report is for (1) tfna helical blade l90 tan. This is report 1 of 1 (B)(4).